Event description:
The string came out. So I have to go in and take tampon out manually - vagina [foreign body in reproductive tract]. String came out - tampon [device breakage]. The string came out. So I have to go in and take tampon out manually [complication of device removal]. Case description: consumer reported via phone that the tampon string came out and remainder of tampon had to be manually removed. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
The string came out, so I have to go in and take tampon out manually - vagina [foreign body in reproductive tract]. String came out - tampon [device breakage]. The string came out, so I have to go in and take tampon out manually [complication of device removal]. Case description: consumer reported via phone that the tampon string came out and remainder of tampon had to be manually removed. No serious injury was reported.